Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h4, h6. The subject device was evaluated and the reported failure was confirmed. Due to crack/damage on cable unit, the endoscopic image cannot be displayed. The probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¿if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E2: ni. The investigation is ongoing. D9 intentionally left blank and will be provided on a supplemental report. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The subject device was returned for service and repair for an unknown customer reported event. During device evaluation, the subject device had no image appeared, the picture remained blank, and the camera didn't react. Additionally, the customer reported an unspecified patient injury. Requests for additional details is currently in progress. No additional information provided to date.